Event description:
It was reported that the ¿blue thread portion became disconnected from the white plastic twist portion¿ of a minicap transfer set. This occurred during an unspecified step of peritoneal dialysis therapy, while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual and microscopic inspection was performed and a missing chip was noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The assignable cause of the reported issue was reported to be due to a manufacturing issue. A CAPA has been opened to investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred sometime in (B)(6) 2014. The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.